Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 598 mg/dl and diabetic ketoacidosis. Reportedly, elevated bg level was due to an unspecified issue with a non-tandem infusion set. The infusion set brand and manufacture was not provided. Reportedly, customer works at a healthcare office, and customer required assistance from healthcare professional to treat bg via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.